Event description:
It was observed that during the device evaluation, the subject device connecting tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The complaint was for the issue of ¿bowden cable broken". Olympus was able to confirm the customer failure and determined the following cause: "due to a cut on angle wire, bending section cannot be bent in right direction at all." Additionally, the connecting tube had foreign objects. The most probable cause of the additional failure "connecting tube has foreign objects." Is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.